Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 epicardial pacing lead, (B)(6) 2011; 4965 epicardial pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an attempt to replace an epicardial system to endocardial system due to pocket noise caused by the right atrial (ra) epicardial lead. An endocardial ra lead was implanted. No further patient complications have been reported as a result of this event.